Event description:
It was reported that the patient's creatinine on admission was 1.7. Their platelet count dropped after left ventricular assist device (lvad) implant. The patient developed an acute kidney injury (aki) with a peak postoperative creatinine of 2.2. A heparin-induced thrombocytopenia (hit) panel was performed on (B)(6) 2022 that was negative. The patient's platelets normalized and their creatinine down trended to 1.3 with adequate urine output prior to discharge.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on the heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including cardiac arrhythmia, renal dysfunction, and bleeding. This section also states that the heartmate 3 lvas is contraindicated for patients who cannot tolerate, or who are allergic to, anticoagulation therapy. Section 6 of IFU, ¿patient care and management¿ (under "anticoagulation"), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.